Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer 1.14 was mispocketing and showing the entire drawer instead of a single slice in operating room 4. The customer added that this malfunction involved a patient and occurred during a cataract procedure, but no harm occurred. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to mini-drawer failure. A field service engineer reseated the flex cable, cleaned the controller sensors, and the timing track within the chassis. The drawer functions correctly during diagnostics but continues to fail during application and replaced the mini drawer controller to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer 1-14 was mispocketing and showing the entire drawer instead of a single slice in operating room 4. The customer added that this malfunction involved a patient and occurred during a cataract procedure, but no harm occurred. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to mini-drawer failure. A field service engineer reseated the flex cable, cleaned the controller sensors, and the timing track within the chassis. The drawer functioned correctly during diagnostics but continues to fail during application, so replaced the mini drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer 1.14 was mispocketing and showing the entire drawer instead of a single slice in operating room 4. The customer added that this malfunction involved a patient and occurred during a cataract procedure, but no harm occurred. There were no adverse events or injuries reported based on this incident.